Event description:
Caller alleges pump does not properly alert her with an e-1 cartridge error (cartridge empty) error message. No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.